Event description:
It was reported that the site contacted an intuitive surgical, inc. (Isi) field service engineer (fse) regarding issues with their erbe. He stated that the erbe was issuing c00 faults. The system was restarted, but the same fault continued to occur. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis replicated and confirmed the customer complaint "c33 errors". During testing, the unit displayed error code c33 at startup. The log showed errors m0 b, mb 0, c00, m11. Upon visual inspection, the unit was found to have a deep scratch on the hardcover exposing the metal. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to the generator.